Event description:
The reporter called and alleged a discrepant result when compared to a lab. The reported device result was 3.6 and a repeat was >8.0 inr. The corresponding lab result reported was 11.7 inr. The reporter thought the patient's coumadin was held. The device was replaced and requested to be returned for evaluation.